Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called regarding the maintenance required code 5 alarm, it was recommended that the patient be switched over to another pump and sequestered for biomed. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Service has not been requested by the customer at this time. If additional information becomes available a supplemental report will be submitted. H3 other text: not returned to manufacturer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.